Event description:
Information was received that during use of this smiths medical cadd ms3 pump, the pump exhibited errors regarding loading such as trouble loading the syringe, or error stating that the syringe needed to be loaded when pump was already running. It was reported that these errors occurred over 4-5 months. Reported that infusion is life-sustaining and the patient received remaining infusion volume by continuing to use the pump. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the customer's stated problem was able to be verified. The pump was inspected and during powered up, the pump alarmed error code 116. The error code 116 was referenced to motor issue. Further investigation of the pump determined that the motor was defective and the root cause of the reported issue. Service will replace the motor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.